Event description:
It was reported that there was a question as to whether the stored strips of ventricular tachycardia and asystole episodes from the implantable cardiac monitor (icm) device are real. It was also reported that the patient is able to create noise in the clinic by moving their arms and with isometrics with no complaints of symptoms. It is unknown if there was any intervention. It was further reported that there were no programming change to the icm. The icm is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a question as to whether the stored strips of ventricular tachycardia and asystole episodes from the implantable cardiac monitor (icm) device are real. It was also reported that the patient is able to create noise in the clinic by moving their arms and with isometrics with no complaints of symptoms. It is unknown if there was any intervention. The icm is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).